Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00370: case 1, 3025141-2020-00371: case 2.

Event description:
Article: intramedullary fixation of lateral malleolus using fibula rod system in ankle fractures in the elderly; challagundla, sudhakar rao; shewale, sandeep; cree, calum; and hawkins, amanda; foot and ankle surgery (2018) 423 - 426. Case 3: patient experienced hardware prominence/proximity to the ankle joint post op following implantation of a fibula nail. Medial side hardware and syndesmotic screws were removed in a revision surgery.